Event description:
It was reported that during knee arthroscopy the metal plate on the tip broke into the patient after less than a minute of been used in the settings 1, 7. The piece was removed with a grasper. The malfunction was solved with no delays or patient harm using a back up device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Although, it was reported the metal plate detached in the joint of the patient, per subsequent e-mail, the pieces were removed with a grasper. Since, the procedure completed with a backup device and there was no delay or patient harm, no further clinical/medical assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found statements related to electrode detachment. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed a complete detachment of the electrodes. The device was connected to a known good controller, which revealed that while the device's tip was detached, the wand was able to electrically activate with no issues. Suction line performed as intended. The complaint was verified as the device's electrode was detached. Factors, which may have contributed to the reported complaint include: hitting the device tip against a hard surface such as an insertion cannula. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. Activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during knee arthroscopy, the metal plate on the tip broke into the patient after less than a minute of been used in the settings 1, 7. The malfunction was solved with no delays using a back up device. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.